Event description:
It was reported that the 9900 system would not boot up prior to the days cases. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.